Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of a thermal event to a dreamstation auto CPAP device. The user alleges the device has a burning/smoke/electrical odor, device/power cord or supply caught fire, difficulty breathing/short of breath, dizziness, the device was noisy, and unplugged the device and it sparked and caught fire. There was no report of serious patient harm or injury. There was no report of medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The user has requested not to be contacted any further and has threatened legal action. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.